Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's merlin transmission conveyed atrial lead noise. The noise led to inappropriate mode switching. The product exhibited intermittent noise. Programming changes were made.